Event description:
It was reported that by the aci sales professional that a female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Peri-procedure, the patient was anticoagulated with aspirin. Access was obtained at the common femoral via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed the vessel size to be approximately 6 mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon would not deflate. A (20cc) syringe was used in an attempt to deflate the balloon but the balloon would not deflate. The catheter was manipulated at different angles while maintaining negative pressure on the balloon in an attempt to remove the device. Finally the balloon deflated partially and the balloon was pulled through the arteriotomy. The patient was converted to 22 minutes of manual pressure at which time hemostasis was achieved with no further complications noted. The patient was hospitalized for unrelated and unspecified reasons. No further information is available.

Manufacturer narrative:
The device was returned with the shuttle cartridge engaged to the handle and the procedural sheath being pulled back against the distal end of the shuttle. The distal end of the shuttle cartridge was torn and the advancer tube was found inside the shuttle. (Not engaged to the tamp lock). Visual inspection of the returned device revealed that the balloon was deflated partially and the distal tip was inverted. An attempt to inflate the balloon from the returned device revealed a leak in the catheter black handle. Upon opening the catheter handle, the proximal end of the polyimide shaft was found detached from the hub assembly. The tamp locks were intact on the returned device with no signs of excessive force being applied during shuttling down. The review of the lhr (lot f1302801) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the procedural information provided and the investigation performed, the root cause of failure to deflate and the catheter could not be conclusively determined.